Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and lacerated the cystic duct. The clip came out improperly and did not hold. One of the clips was at an angle and lacerated the duct. The surgeon used 10mm single use clips to ligate the vessel. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.